Event description:
It was reported that an 840 ventilator had an inoperable battery during short self-testing (sst). The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the back-up power supply (bps) printed circuit board (pcb) and battery. The fse performed self-testing on the device and all tests passed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.